Event description:
Reported blood glucose results of "165 mg/dl" and "110 mg/dl" on a laboratory device performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer care representative walked tha patient through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Lot number of the strips is not known by reporter. The meter, control solution, and test strips were replaced.